Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip got broken at loading before use on a patient. Therefore, a new package was opened instead.

Event description:
It was reported that a clip got broken at loading before use on a patient. Therefore, a new package was opened instead.

Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73a1900194 was manufactured on 01/04/2019 a total of (B)(4) pieces. Lot was released on 01/09/2019. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. One loose clip was also returned. The cartridge and loose clip were visually examined with and without magnification. Visual examination of the cartridge revealed that the cartridge was returned with no clips remaining in it. The loose clip exhibited a pierced end break and was broken at the location where the hinge and leg on the pierced boss side meet. The hook side of the clip was not returned. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality". The loose clip exhibited a pierced end break. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages. Reference file (B)(4) for investigation photos. The reported complaint of "broken parts - clip - info not provided" was confirmed based upon the sample received. One cartridge was returned with no clips remaining in it. A loose clip was also returned. The loose clip exhibited a pierced end break and was broken at the location where the hinge and leg on the pierced boss side meet. The clip breaking at the hinge during loading was determined to be the result of inadequate cross-sectional area at the outer hinge. The root cause is due to inadequate specification of hinge thickness, which is a design related issue. A CAPA has been previously opened to further investigate issues related to clip breakages.